Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was doing well until sustaining a fall in (B)(6) 2016. Patient has had ongoing pain. Patient has had CT guided marcain along with rf ablation without success. Bone scan shows increased uptake on the medial underside of the tibial tray. A decision has been made to revise the tibial tray. On opening the knee, the tibial tray was not overtly loose, but with a little effort came out cleanly. (Clean tray with no cement attachment) the tray was replaced with an attune revision tray, tibial sleeve and canal filling stem. The femur was left in situ and a new tibial cr rp insert implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.